Manufacturer narrative:
Evaluated one opened/used partial sensor and unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor broke when he was attempting to put it in the serter. The sensor will be returned for analysis.